Event description:
The consumer reported that the patient had a tooth type of 3, the consumer also reported that the implant failed to osseointegrate but the implant did achieve stability.

Manufacturer narrative:
The consumer reported that the patient had a tooth type of 3, the consumer also reported that the implant failed to osseointegrate but the implant did achieve stability.